Event description:
It was reported to boston scientific corporation that a wallstent enteral prosthesis was implanted within the duodenum of a cancer patient on (B)(6), 2011 during a stent placement procedure. According to the complainant, the patient had gastric cancer that involved both the antrum and pylorus, which subsequently led to a gastric outlet obstruction. During the procedure, the endoscope was obstructed at the distal antrum. The stricture was estimated to be about 6cm. The 9cm wallstent was successfully placed from the distal antrum to the proximal portion of the duodenum. Post deployment, the distal end of the stent did not fully expand. Balloon dilatation was performed in an attempt to dilate the stent. This was unsuccessful as the balloon was damaged during the dilation attempt (likely due to contact with the exposed wires of the stent). There was no reported malfunction of the balloon and no part of the balloon detached into the patient. The physician completed the procedure by placing a wallflex enteral duodenal stent within the wallstent. Reportedly, the wallflex expanded well after deployment. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4).the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.